Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient presented with 1+ superior diffuse lamellar keratitis one day post lasik. The topical steroid dosage was increased and an oral steroid was prescribed. The patient noted good vision and eye felt comfortable. The patient was seen in follow up, diffuse lamellar keratitis resolved. No additional information available.